Manufacturer narrative:
Additional information on 22 december 2016 and includes: the pin is not broken. It is a smooth pin that was in a medacta tray (probably smooth pin and drill set). Only after seeing the x-ray with pin in femur can I speculate that the surgeon dropped it down the canal. No attempt was made to retrieve the pin during case because it was not known to be in the femur until post op x-ray. On 05 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: from radiographic images received, the presence of a metallic object, probably a pin, in the femoral canal can be seen. The position of the device is not likely to create any disfunction to the articulation or to the prosthetic functionality. Device not to be explanted.

Event description:
After a primary knee case, the surgeon notified that an object is showing on the post-op x-rays. The surgeon believes a smooth pin is loose in the femur. The surgeon does not plan to remove the pin as he believes it will not cause harm to the patient.